Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving morphine 5 mg for a total dose of 0.64901 mg/day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the event date was update to (B)(6) 2019. On (B)(6) 2019 a magnetic resonance imaging (MRI) without contrast of the lumbar spine revealed a possible seroma under the skin and l5-s1 disc herniation was noted. Another MRI without contrast of the thoracic spine was performed on (B)(6) 2019 and revealed possible arachnoiditis. The catheter was explanted/replaced on (B)(6) 2019 due to a catheter occlusion. The device disposition was unknown. Per doctor's notes, the patient had low back pain. It was noted that the low back pain and the arachnoiditis were related to the catheter occlusion. It was noted that the arachnoiditis was not confirmed. The clinical diagnosis was low back pain. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on 2020-mar-31. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for back surgery syndrome and spinal pain. It was reported the patient had a computed tomography (CT) myelogram done on (B)(6) 2019. The patient saw a neurosurgeon and they stated that they did not see the catheter to the pump. They had suspected the catheter had migrated. The patient's hcp was contacted. Per the doctor's notes on day of surgery, the patient had a non-functional catheter. A catheter revision occurred on (B)(6) 2019. The outcome of the event was noted as ongoing. The patient's weight was (B)(6). The event resulted in a medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body or body function. The device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.